Event description:
An ultraflex covered ng esophageal stent was using during a stent placement procedure in a male patient (weight unknown) in 2008. According to the complainant, the stent was partially deployed and "in [an] attempt to pull the deployment suture [further], the deployment suture broke. [The physician] removed the stent from the patient, and decided to implant another [ultraflex covered ng esophageal stent to complete the procedure]." At the conclusion of the procedure, the patient's condition was reported as "stable."

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the suture breakage and partial deployment is undetermined. A search of the complaint database revealed that no additional complaints have been reported for the lot. The february 2008 15-month ultraflex esophageal stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.